Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, repeated drawer failures occurred affecting drawers 2.1 and 2.2. The customer reported that the drawers intermittently displayed a "device not detected on bus" error. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device t-board was broken and damaged. A field service engineer (fse) powered down the device and replaced the t-board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.